Event description:
Hospital advised that a narcotic was set up to infuse on channel b at 7:00 a.m. At a rate of 1.4 ml/hr using a syringe. At 8:00 the nurse checked the pump and the rate was 1.4 ml/hr and the volume to be infused (vtbi) reading was correct. At 9:00 the nurse checked again and the vtbi was 17.9 ml.at 10:00 the vtbi read 11ml indicating that 6.9 ml infused in one hour. The hospital advised there is suspicion that the parent was involved because a nurse went into the room during this time frame and found a syringe from another pump had been removed from the pump. The biomedical engineer tested this pump; he ran it for 24 hours at a rate of 4.1 ml/hr with 100ml fluid. The pump delivered 107ml over 24 hours on both channels during this test.